Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. 6 device evaluations are in progress. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 7 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Evaluation status confirmed 6 reported events were confirmed during testing. - 6 devices were found to be affected by widespread corrosioin.   Additional information 7 devices were not labeled for single-use. 7 devices were not reprocessed and reused.